Event description:
It was reported that the user experienced recurrent low glucose episodes after each meal announcement while using the ilet bionic pancreas and believed they were receiving too much insulin; the event was triaged, troubleshooting and education were completed, and the user treated the low with oral glucose gel. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities with self-treatment using oral carbohydrates; no hospitalization was reported. Investigation included complaint intake, review of the event details, and user education regarding meal announcements and hypoglycemia management. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.